Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient had hip revision due to poly wear. Surgeon changed the cup and liner to competitive implants, swapped the head and left the stem implanted.

Manufacturer narrative:
An event regarding wear involving a omnifit liner was reported. The event was confirmed. Method & results: -device evaluation and results: not performed as the reported device was not returned for evaluation. -medical records received and evaluation: a review of the provided information by a clinical consultant indicated that: revision of cup and liner due to poly wear and osteolysis around the cup. Because the amount of poly wear cannot be exactly measured due to lack of proper imaging information it is not possible to differentiate whether the poly wear of the liner was excessive or just consistent with the implantation time of 17-years and as such could represent a normal end of service life for the device. -device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including additional x-rays, operative reports, progress notes and return of the device are needed to fully investigate the event. If further information becomes available and/or the product is returned, this investigation will be re-opened.

Event description:
Patient had hip revision due to poly wear. Surgeon changed the cup and liner to competitive implants, swapped the head and left the stem implanted.